Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. All functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed one other complaint for m30 balloon valve leak for this device. A review was performed by the post market clinical department. Per the pharmacovigilance associate, the pt had no ill effects from the fluid leak event. The cycler alarmed to alert the user of a potential problem. The hospitalization event was not attributed to the cycler.

Event description:
A peritoneal dialysis pt called fresenius tech support and reported "system error" warnings durin setup. The pt also mentions three days prior that her blood sugar was low during a continuous cycle peritoneal dialysis treatment, she disconnected from the cycler, then she noticed moisture on the tubing set. F/u with the peritoneal dialysis nurse confirmed that the following day the pt was admitted to the hosp for hyperglycemia and pancreatitis.